Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump does not alarm when the insulin is not delivering. A tubing clamp was not available to perform the high pressure test at time of call. Advised the customer to call back when he receives the tubing clamp to perform the troubleshooting on the insulin pump. No further info was provided.